Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to perform a ventral hernia repair and mesh was implanted. It was reported that the patient had a concurrent procedure of a repair of rectocele by posterior repair, tension-free transvaginal tape with obturator approach performed during mesh implantation. It was reported that following insertion the patient experienced pain, extrusion, urinary/bowel problems, organ perforation, recurrence, bleeding, dyspareunia, and vaginal scarring. It was reported that patient underwent mesh revision/removal on (B)(6) 2010 due to extrusion. No additional information was provided.

Manufacturer narrative:
It was reported that on (B)(6) 2010 an align s system by bard was implanted into the patient¿s pelvis during a revision.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).